Event description:
Additional information was received indicating the patient's vns devices were explanted on (B)(6) 2011. The products have not yet been returned to the manufacturer for product analysis.

Event description:
It was reported that the pt was scheduled to have her vns removed. Additional info was received reporting that the pt felt that the vns did not help her prevent seizures. The pt also indicated that she normally "gets paralyzed" during her seizures, and she felt that the vns may have been making this worse. Attempts for additional info have been unsuccessful to date. Explant is likely but has not occurred to date.

Event description:
Additional information was received from a nurse at the patient's neurologist¿s office. She indicated that the report that the vns was making the patient's paralysis worse was strictly from the patient and her mother and they have no medical evidence to back up the claims. She also indicated that the patient and her mother wanted the device out because it did not stop all of the patient's seizures so they did not feel that it was working for the patient. Again the nurse indicated that they couldn't say definitively that there was a lack of efficacy, just that the patient and her mother felt that it did not help enough. The nurse indicated that the patient's seizures can be very severe and vns therapy did not resolve all of the seizures. No other information was provided

Event description:
The products will not be returned as they have been discarded. Attempts for additional information have remained unsuccessful.